Event description:
Healthcare professional reported "possible rupture" and "capsular contracture baker grade iii". This record is for the left side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "possible rupture", capsular contracture baker grade iii.

Event description:
Healthcare professional reported, "possible rupture". And "capsular contracture, baker grade iii". This record is for the left side. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, one opening assessed as fold flaw opening. ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure crease and non-penetrating nick was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "possible rupture" and "capsular contracture baker grade iii". This record is for the left side. Device was explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 20jun2024. Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 01aug2024. Additional, changed, and/or corrected data: d.6b.

Event description:
Healthcare professional reported "possible rupture" and "capsular contracture baker grade iii". This record is for the left side. Device was explanted.